Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the operation on (B)(6) 2012 the drill bit broke. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Manufacturing documents were reviewed and no complaint related issues were found. The investigation of the complicated drill bit shows that the tip broke off. The microscopic view of the broken surface does not show any anomalies what could challenge the material quality. The available dimensions were checked and found to be in accordance with our specifications. No product fault could be detected.